Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported that a patient was seen at the hospital for a ¿pump malfunction¿. The hcp then stated that he wasn¿t sure if that patient actually had a malfunction or not. The hcp stated that this happened about 60 days ago. The hcp did not have the patient name or if it was reported. There were no further complications reported/anticipated.